Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an enterococcus bacteremia infection. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.